Manufacturer narrative:
Sensor (B)(6) was returned and investigated. The visual inspection was performed on the returned sensor, and no damage was observed. The sensor plug was properly seated. Further investigation was performed and the sensor was de-cased, and no issue was observed on the sensor¿s printed circuit board assembly (pcba). No evidence of sensor getting a black colour or saw that it has burned was observed. An extended investigation was also performed for the reported complaint and there was no indication that the product did not meet specifications. The dhrs (device history review) for the libre sensor and sensor kit was reviewed and showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. Additional information- section d4 (serial no & expiration date) and h4 (device mfg date) have been updated based on the product returned. Section g1: (contact office first name, contact office last name, contact office phone number, and contact office email) have been updated.

Event description:
Customer reported that their freestyle libre sensor is a "black color and it's getting burned." There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Upon extended investigation, it was determined that the serial number provided by the customer (B)(4) is not a valid serial number. Therefore, updated to unk. No product has been returned and the provided serial number has been deemed invalid during extended investigation. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that their freestyle libre sensor is a "black color and it's getting burned." There was no report of death, serious injury, or mistreatment associated with this event.